Event description:
Reporter indicated a pt had vns generator repositioning surgery due to "probable rostral device migration" (generator was protruding under the skin), scar tissue, and irritation at the generator site. A silk suture had been used to secure the generator to the fascia during the original implant surgery. No trauma or device manipulation was admitted. Per the reporter, the pt's thin body habitus caused the scar tissue and irritation.